Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales representative that prior to a rotator cuff repair procedure on (B)(6) 2019, the customer's expressew iii without hook jaw would not open. The sales representative stated that when the trigger was pulled, the jaw did not move and had to be forced open. The device was not used on the patient. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected for the reported failure mode. The complaint is confirmed. Visually, it was observed that the ratchet was not functional, and the jaws no longer actuated. Upon further investigation it was found that the shear pin inside the handle of the device had failed because a needle was stuck inside the shaft of the device, eliminating the linkage between the jaw lever and the actuator, preventing functionality of the jaw. The device was not used in the procedure, therefore a possible root cause is that the needle involved is from a preceding procedure and it was not taken out during sterilization or autoclave process. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.